Event description:
EKG performed with pt information showing pacemaker rhythm and ineffective pacemaker, however, pt did not have a pacemaker. Reading could not belong to this pt. Confirmed EKG performed on correct pt, correct identification. Repeat EKG on pt showed rhythm okay and no pacemaker rhythm. Investigation performed, however, were not able to recreate the problem. Investigation did not suggest that electrical interference was involved. Unfortunately, by the time incident reported the raw data was gone as the EKG machine is a "first in - first out" machine and the data had been deleted. Manufacturer was contacted.